Manufacturer narrative:
Continued h.6 (health effect - impact code): f2305. Additional, changed, and/or corrected data. Alcl diagnosis date: on (B)(6) 2016.

Event description:
Patient representative reported swelling, mental anguish and fear of recurring alcl and anxiety. The following reported events have been deemed not related to the device: depression, symptoms and injuries related to alcl including: evaluation for alcl, significant scarring, disfigurement, tissue damage, removal of implants, capsulectomy, removal of lymph nodes, chemotherapy; other physical and emotional manifestations that are severe and ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported alcl with chemotherapy treatment. Pathological markers have not been received. Affected side right. Device was explanted.